Event description:
The surgeon provided add'l info stating that the pt's complaint of glare and internal reflection began shortly after implantation of the intraocular lens (iol) and is continuing. Pt's visual acuity is excellent.

Event description:
A consumer reported that since implantation of an intraocular lens (iol) several people have noted seeing reflections and/or the iol in consumer's eye. Consumer also experiences rays of light and halos.

Event description:
The consumer reported that the intraocular lens (iol) was exchanged.